Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed a white crystallized drug near the fill port area. During the filling, small drops of drug liquid from the filling syringe may have inadvertently dropped near the fill port area, that turned into white crystals over time. Drug fluorouracil has a tendency to form white crystals when dried and when its liquid form is exposed in the open air for a certain amount of time. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were crystals around the top of a large volume folfusor . This issue was discovered prior to patient use. The device was filled with fluorouracil 3950mg in 230ml. There was no patient involvement. No additional information is available.